Event description:
It was reported: the gamma3 nail was introduced without previous reaming. The guide was not correctly situated and the drill hit the nail. The cannula was taken off and when surgeon tried to drill again, the drill was blocked. The tip of the drill remains in the patient.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.